Event description:
Patient reported textured exchange due to concerns with the device. Patient further reported ¿with silicone in my lymph nodes on the right hand which often causes a lot of pain which intensifies when I have a bug. The pain is from mid chest, down the side ribs and down the inner arm to the elbow." This relates to the right side record.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional reason for reoperation: textured exchange due to concerns with the device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported device rupture. Patient later reported late seroma. The device has been explanted. This relates to an unknown side.